Manufacturer narrative:
The specific bd device, catalog number, and lot number for this incident was not provided by the initial reporter. Without this information bd is unable to determine where the unspecified device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in this MDR and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as neither a catalog nor lot number was provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. A sample is not available for evaluation.

Event description:
It was reported that after a healthcare worker had given a patient a subcutaneous medication injection, he/she obtained a needle stick injury when the patient suddenly moved while he/she was activating the safety mechanism. It is unknown if any medical interventions were provided.